Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was reprogrammed on several occasions and the results are unknown. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the manufacturer representative (rep) met with the patient on (B)(6) 2019 for reprogramming in the hcp¿s office and checked system. During reprogramming, the rep noticed that the ins therapy had only been used 2% total time since the patient was last seen in the office. The rep reviewed the equipment and its use with the patient and his daughter, who translated in spanish, because the patient speaks little to no english. The patient verbalized understanding. On (B)(6) 2019, the rep¿s co-worker informed rep that the patient said he was not getting any pain relief. The patient had new pain secondary to a car accident that had occurred within the last month. The patient had not been compliant using the therapy. The hcp¿s nurse was going to order an x-ray to verify lead location compared to original implant. The nurse was going to relay the information of the recent car accident to the hcp. The patient was going to be seen again in the office on (B)(6) 2019. The hcp requested that the patient try low dose stimulation settings. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-03-26. It was reported the patient was seen and had not been compliant in charging his battery or recharger. The rep instructed the patient and his daughter to get the equipment recharged and let rep know when they could get the appointment rescheduled. No further complications were reported/anticipated.